Manufacturer narrative:
The reported field event was not confirmed. The device could not be interrogated on a programmer. Analysis was not performed.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was asymptomatic.